Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced a failure of her personal diabetes manager (pdm) on (B)(6) 2025, which led to her removing the pod as it wouldn't turn back on even after a battery change. This malfunction caused her to seek medical attention at the hospital on (B)(6) 2025, due to symptoms including nausea, vomiting, high blood glucose levels, headache, confusion, and dizziness. She was diagnosed with high blood glucose levels and diabetic ketoacidosis (dka) and received treatment involving an insulin drip, intravenous (IV) fluids, and medication for her symptoms. She was hospitalized for three days, from (B)(6) 2025. The patient did not have a backup insulin delivery method at the time of the incident.